Event description:
It was reported the device exhibited over infusion during testing. No patient involvement.

Manufacturer narrative:
D4: UDI number is unknown. B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Email is: (B)(6).